Event description:
The customer states that cell-dyn 1700 mchc values have been high and erratic on patient samples. One example was provided. Initial results of mchc=41.6 g/dl and hgb=9.7 g/dl were generated on a patient sample. The sample was retested on the same cell-dyn 1700 generating results of mchc=37.5 g/dl and hgb=10.1 g/dl. The customer tested the sample on cell-dyn 1600 and results were mchc=31.5 g/dl and hgb=8.4 g/dl. The customer reported results from the cell-dyn 1600 which matched historical patient data. No impact to patient management was reported.